Event description:
It was reported that during a low anterior resection procedure, after firing the cdh33, the anastomosis was bleeding, so the surgeon had to sew by hand. The staples were malformed, but the staple line was complete. Or time extended by 30 mins. No patient consequence reported.